Event description:
Hamilton medical ag received the following event description: "the screen is going on and off, with alarm prompting tf (technical fault per hamilton vent code). There was this hissing sound appears in the lower body of the ventilator. It also prompt no oxygen delivery." Patient was disconnected immediately and connected to ambu bag by the rn until the patient was connected to a new ventilator. No harm to the patient occured.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.